Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the high blood glucose. The customer's blood glucose was 402 mg/dl. The customer was treated with the insulin pump. The troubleshooting was offered to the customer and the customer was not was not was not want to perform troubleshooting at the time of call. The customer stated that last night she changed her inset and this morning she woke up with high sugar, so she changed her inset and the one removed was bent. The insulin pump will not be returned for analysis.